Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist will not fill out what is needed for what byte is requesting. Their dentist stated that the aligners caused the fractures and their dentist told them to discontinue the use of the byte aligners. This is a contraindicated patient.